Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cycler experienced a pump a vs. B volume error and a drain line is blocked message during an unknown step in set up. Additionally, the patient stated fluid leaked all over their floor. The patient confirmed that the pump a vs. B volume error occurred during fill 3. Additionally, fluid was discovered leaking from the cycler door after the alarm in fill 3 and the treatment was cancelled. The cause of the leak was unknown. The patient stated there were no leaks or issues with the solution bag used during the event. The patient set up the cycler for a new treatment after the leak and the cycler experienced a drain line is blocked message during an unknown step in set up. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have been completing their treatment on the cycler. The patient stated they have not requested a replacement cycler, therefore it was recommended to the patient to call their pdrn and technical support and set up replacement request. The patient confirmed it set up for a replacement cycler and would complete treatments in absence of the new cycler using manual therapy. The lot number of the cycler set was unknown. The old cycler is available for return.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cycler experienced a pump a vs. B volume error and a drain line is blocked message during an unknown step in set up. Additionally, the patient stated fluid leaked all over their floor. The patient confirmed that the pump a vs. B volume error occurred during fill 3. Additionally, fluid was discovered leaking from the cycler door after the alarm in fill 3 and the treatment was cancelled. The cause of the leak was unknown. The patient stated there were no leaks or issues with the solution bag used during the event. The patient set up the cycler for a new treatment after the leak and the cycler experienced a drain line is blocked message during an unknown step in set up. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have been completing their treatment on the cycler. The patient stated they have not requested a replacement cycler, therefore it was recommended to the patient to call their pdrn and technical support and set up replacement request. The patient confirmed it set up for a replacement cycler and would complete treatments in absence of the new cycler using manual therapy. The lot number of the cycler set was unknown. The old cycler is available for return.